Event description:
Revised for breakage of g2 stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. X-ray review finds the quality is poor. It is not possible to comment on fixation. Cup position appears reasonable. The contra-lateral hip is not visible so it is not possible to comment on leg length. Visible on the image and the implant are evidence of organized soft tissue or bone. The head is a non depuy head with an offset. This is off label use of the product. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Following further investigation by applied research and bioengineering, it was reported that the complaint is unjustified as the depuy product was used with a competitors product. The investigation shall be closed with an unjustified conclusion. It shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
Initial review identified that investigational input would be required from bioengineering and applied research. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed.